Manufacturer narrative:
Exact date unknown, event occurred some point last year 2020.

Event description:
It was reported that the patients ipg would not hold its charge. The patient underwent an ipg replacement procedure, wherein an MRI compatible ipg was implanted and patient was doing well post-operatively.

Manufacturer narrative:
(B)(4). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg would not hold its charge. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively.